Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that at follow-up on (B)(6) 2003, a clinical event/coma occurred. Interventions included a lead replacement. There was no death. The event involved hospitalization. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Catheter implant date received.